Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) error message and powered off. The platform would not power on. The battery was reseated, however, the platform displayed fault code 16 again. Per the reporter, the platform was stored upright in a compartment on the exterior of the ems vehicle with the blue patient carrier attached and a battery inserted. The platform is checked every other day and the batteries are rotated during the check. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) error message" was confirmed based on the review of the archive data and during functional testing. During the investigation, the drivetrain motor at the brake assembly area was observed corroded/rusty, which caused the autopulse platform to display the fault code 16. A review of the autopulse platform archive revealed that daily checks were not performed regularly. This type of corrosive damage is indicative of infrequent daily checks, storing the device in a location with high ambient humidity. Daily device checks is required per user manual to help prevent the gap from seizing. Also, storing the autopulse in a low humidity location could help prevent the brake gap from seizing. There was no physical damage observed on the returned autopulse platform during the visual inspection. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon powering on, thus confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs). Observed the drive train motor had rust/corrosion at the brake housing area. The brake assembly was seized from the corrosion and prevented the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).